Event description:
It was reported that the device would continually receive the connect cable message when the device was powered on. There was no pt use associated with this event.

Manufacturer narrative:
The hospital's biomed replaced the device's therapy cable and completed a performance inspection procedure. Proper device operation was observed through functional and performance testing. The device was placed back into service. The removed therapy cable was discarded by the customer and will not be available for eval. The root cause of the reported failure cannot be determined.